Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reported that they were not getting any connection with their recharger. The recharger was coming on but wouldn¿t communicate with the ins. While trouble shooting the patient tried resetting multiple times and saw a reposition antenna screen. It was confirmed that the patient's recharger wasn¿t damaged. The patient also saw a poor communication screen on their patient programmer. The patient last used/felt stimulation in (B)(6) 2016 (3+months). The patient states that their last successful charging session was about 3 months ago in (B)(6) 2016. It was noted that the patients device was suspected to be in overdischarge and was directed to follow up with their health care provider. The patient noted that they don¿t use their device that often. Indication for use includes spinal pain. Additional information was received from a manufacturer's representative (rep). It was reported that the patient let their ins go empty and didn't recharge for a long period of time. The rep met with the patient to jump start their battery. The battery jump-start was attempted more than 6 times with no success. The patient has an appointment in march 2017 to see their healthcare provider (hcp) for a battery change to a non-rechargeable battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.